Event description:
It was reported that the patient experienced a loss of therapeutic effect. Symptom relief deteriorated gradually over months. There was no known accident or incident related to the complaint. Additional information received reported that the patient had not met with an hcp or manufacturer representative, and alleged that an x-ray showed only one wire was connected to the device. The patient did not know if the device was working, and was willing to have surgery if necessary to fix the problem. Information received in an hcp medwatch reported that the patient returned to the hcp with a painful generator. She felt it was too close to the skin and the interstim did not work well after adjustments. The patient continued to have urinary frequency and incontinence. The originally intended procedure was revision of the stage I and stage ii permanent interstim lead and generator placement due to device malfunction. No other information was provided, though it was indicated that the device was explanted in (B)(6) 2011.

Manufacturer narrative:
Lead model 3889-28 lot# v340503 implanted: (B)(6) 2009 explanted: unknown programmer model 3037 serial# (B)(4).